Event description:
It was reported that using a femoral contralateral artery access approach during a procedure of the left external iliac artery, the 7.0 x 100 mm absolute pro stent delivery system (sds) reached the intended location without issue. The handle was unlocked and the stent deployment was started; after 1.5 cm of the stent deployed resistance was felt during thumbwheel turning and it froze. The stent deployment was stopped. At the puncture site the contralateral introducer sheath was pulled back-and-forth to release any kinks which may have been present; this was not successful in getting the stent to fully deploy. The sds was removed through the introducer sheath. It was noted that the stent implant had separated and the distal end remained in the anatomy at the target lesion. The procedure was completed using a 7 x 100 non-abbott stent through the same introducer sheath and covering the fractured stent and the target lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment issue could not be confirmed due to the condition of the returned device. The stent separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.